Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that after fifteen minutes of drilling, the attachment device became unusable due to accumulated heat. During service and evaluation, it was observed that the device bearings were worn. The event did not occur during a surgical procedure. It was unknown if there were any delays to the surgical procedure or if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. If additional information should become available, a supplemental medwatch report will be submitted accordingly.